Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and that the wake button was stuck. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 90-216 mg/dl.